Event description:
It was reported that the patient¿s implantable neurostimulator (ins)/generator was hot near the pocket site when she turned the ins on. It was stated that this started two days ago and it felt warm in her body. It was stated that when the patient turned on the stimulation, it was uncomfortable around the site and the patient felt this uncomfortable feeling radiating down her leg. It was stated that the patient said it was ¿like a burning sensation¿. It was noted that the patient had no falls but had major surgery two weeks ago that was related to a prolapsed bladder and the ins was turned off. It was reported that these sensations were not there when the ins was off. It was noted that the caller thought the patient had cautery with her surgery. Additional information received reported heat around the ins and radiating up the leads and down the leg. It was stated that the onset of the radiation up the lead and down the leg was about an hour after turning the ins on. It was stated that about 20 minutes after the patient turned off the ins the patient experienced a relief of these symptoms. It was noted that the patient was advised not to use therapy until the device was checked. It was noted that an appointment was scheduled for next wednesday but the healthcare professional would see them sooner, however the patient had driving limitations due to her recent surgery. It was noted that the patient should hear tomorrow when she could drive. It was stated that the manufacturer¿s representative did not know if the burning was related to position. It was noted that the caller asked if electrocautery used during an abdominal procedure could result in the symptoms the patient was currently experiencing and asked if similar instances had been reported. It was stated that no por (power on reset) had been reported. It was reported that the patient had been intermittently turning the ins on and off to get pain relief and avoid the uncomfortable sensation. It was stated that they would try reprogramming to see if it alleviated the symptoms. Additional information received reported that diagnostic testing, including impedance check, were completed today by the manufacturer¿s representative and all system impedances were within normal operating ranges with no indication of open or short circuits. It was stated that ¿minor stimulation reprogramming¿ was completed. The patient mentioned that the burning sensation was independent of her body position and was directly related to the duration of stimulation use. It was stated that no cause of malfunction was determined at the time of this report. It was reported that there was no apparent redness or swelling at the generator site. It was stated that the patient reported sensitivity at the bottom portion of her generator in the pocket on her right buttock. It was noted that this discomfort did not exist prior to her bladder surgery. It was stated that the patient had a follow up appointment scheduled with the hcp on (B)(6) and that further discussion of the patient¿s device would take place at that time. The patient stated that the therapy was effective prior to the onset of the burning sensation. It was noted that at the onset of the burning sensation the patient discontinued use of the stimulator for approximately 20 minutes. It was stated that the patient was unable to determine if the stimulation programming changes made today would provide relief from the burning sensation prior to the end of the appointment. Additional information received reported that the patient was seen during the follow up appointment today. It was stated that impedance was checked and the sensor activated. The patient reported that overall the burning sensation symptoms were subsiding and less frequent after reprogramming last week. It was stated that all impedances were in range. It was noted that no cause for the patient complaint was determined. It was reported that overall the patient was very happy with stimulation therapy and reported great effect. It was stated that the patient reported significant pain reduction from the therapy. It was further noted that the stimulation therapy had alleviated discoloration of the lower extremities that had been experienced prior to the trial and implant.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).